Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: left knee revision performed. Pt. Presented with wound dehiscence following a left knee revision on 6/4/25 (note: this was a removal of a temporary spacer). Dr. Opted to perform an extensive I&d and insert swap. All other components wet left in-site. No complaints have been filed against the components themselves, no further info available.